Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A review of the device history record (DHR) has been performed. This review confirmed that this lot of products was released according to quality assurance specifications. No product or photo were provided for evaluation. No information explaining how the mesh failed was provided. In addition to the DHR review, a review of the bioburden monitoring trend has been performed from 01 october 2011 to 30 september 2012. This review confirmed that the bioburden results were within specification limits for the concerned period. A review of the complaints database revealed that this was the only report on file for this lot of product. There is no indication that there is a defective lot or that this event represents an emerging adverse quality trend. Should additional information be received or the product returned, the record will be reassessed at that time.

Event description:
According to the reporter, the patient received treatment for an incisional hernia with placement of mesh. In (B)(6) 2015, the patient began to suffer severe abdominal pain. On (B)(6) 2015, he was admitted on an emergency basis to the hospital where it was noted he was suffering from left lower quadrant abdominal pain and small-bowel obstruction. It was determined at that time that immediate surgery was required to address the medical condition. It was noted that the mesh had failed, which necessitated a partial removal of the mesh, and installation of new mesh. Since the surgery, the patient has continued to suffer pain and complications. A number of infections have resulted, which has necessitated further medical procedures, and severe discomfort. No further information has been provided at this time.